Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that the cartridge was filled with 500 units; however, the fill estimate displayed 100 units. Reportedly, the cartridge leaked from the pneumatic tap. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.